Event description:
Reason or interrogation: palpitations atrial bipolar lead impedance warning on (B)(6) 2022, last measured 494 ohms, within expected range. (B)(4).this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).